Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
The patient was revised to address improper cup placement resulting in metal wear. **update** (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which indicates that patient is seeking legal action. Part/lot information has been identified as well as the side the complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.